Manufacturer narrative:
Approximate age of device - 2 years 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the white sheath around the driveline(dl) was now completely separated. It was covered with rescue tape(clear) and there did not appear to be any issue with the actual wires. There was no rescue tape removed so that could not be completely confirmed. There were no alarms notes on the device during interrogation. Additional information received on 29oct2018 stated that a manufacturers technical services representative was on site and a driveline evaluation of the percutaneous lead condition was performed. There was nothing reported to be wrong after the evaluation. Also, the representative applied rescue tape to mid area of the driveline.

Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. The report of a completely separated white sheath around the driveline was confirmed during the onsite evaluation of the patient's driveline by the manufacturer's technical services. Rescue tape was applied to secure the area. A specific cause for the damage could not conclusively be determined. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information is available. The manufacturer is closing the file on this event.